Manufacturer narrative:
E1. Initial reporter phone: +(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-01282 for product code d139501 (qdot micro catheter). (2) MFR # 2029046-2024-01283 for product code d139704 (ngen pump, japan configuration).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included that use of a qdot micro¿ catheter and a ngen pump. During superior vena cava (svc) ablation with qdot micro catheter, the power was only 3w at the 25w power setting and the irrigation was still 4cc. The same behavior was observed when the power was set to 36w. The issue was resolved by replacing the catheter to a new one. After that, the procedure was successfully completed. The procedure was completed without patient consequence. Additional information was received which indicated that the most suspected device for the flow/irrigation issue is the catheter. The issue was noted during the use of the device on patient. On 01-apr-2024, additional information was received which indicated that there was no error noted from the irrigation pump. The correct catheter setting was selected on the generator. However, the ngen pump was not switching from ¿low¿ to ¿high¿ flow during ablation. The irrigation issue was resolved by replacing the catheter with a new one. With the additional information received, the issue with the ngen pump is now considered MDR reportable with an awareness date of 01-apr-2024.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included that use of a qdot micro¿ catheter and a ngen pump. During superior vena cava (svc) ablation with qdot micro catheter, the power was only 3w at the 25w power setting and the irrigation was still 4cc. The same behavior was observed when the power was set to 36w. The issue was resolved by replacing the catheter to a new one. After that, the procedure was successfully completed. The procedure was completed without patient consequence. Additional information was received which indicated that the most suspected device for the flow/irrigation issue is the catheter. The issue was noted during the use of the device on patient. On 01-apr-2024, additional information was received which indicated that there was no error noted from the irrigation pump. The correct catheter setting was selected on the generator. However, the ngen pump was not switching from ¿low¿ to ¿high¿ flow during ablation. The irrigation issue was resolved by replacing the catheter with a new one. With the additional information received, the issue with the ngen pump is now considered MDR reportable with an awareness date of 01-apr-2024. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance, and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test were performed and the device was found working correctly. No power issue was observed. Afterward, an irrigation test was performed, and no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31182175l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The power and irrigation issues reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following recommendations: do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-01282 for product code d139501 (qdot micro catheter) (2) MFR # 2029046-2024-01283 for product code d139704 (ngen pump, japan configuration).